Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer removed the pump case from the pump and the cartridge was pulled out multiple times. The customer's blood glucose was in the 300's mg/dl at each event. The customer reported ketone levels as "80 mg/dl". The customer successfully loaded on the cartridge and continued to use the pump for insulin delivery.